Event description:
It was reported intima-ii 20gax1.16in prn slm npvc had leakage issues. The following information was provided by the initial reporter, translated from chinese: "the septum was popped out and burst during the angiography."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1076048. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the event description provided our engineers believe that the most likely cause for this event is related to the use of the intima-ii for high pressure injections. The intima-ii product line is intended for infusion-only use. Additionally the device submitted by the facility has been reviewed and found to be normal with the exception of the missing septum. The particular susceptibility of the septum to excess pressure is unusual, for this type of use. This may be related to residual lubricant transfer during production.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported intima-ii 20gax1.16in prn slm npvc had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "the septum was popped out and burst during the angiography."